Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, due to patient discharge medications were being discontinued on the pyxis side but not on the genesis side. The reporter indicated that the orders are not active on the pyxis side and need to be. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, due to patient discharge medications were being discontinued on the pyxis side but not on the genesis side. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was discontinued due to patient discharge. A technical support specialist connected to the server, check the screenshot, and all orders had been discontinued on 5/4/2023 at 23:00. Tss confirmed according to the patient's history, the patient was discharged via an active directory message on 5/4/2023 and a cancel discharge message to reverse the discharge was received on 5/5/2025, and the patient was subsequently re-admitted. Tss explained to customer as per system behavior, whenever a patient was discharged, whether intentionally or by mistake, all active orders were automatically discontinued. The system functioned as intended after the technical support specialist troubleshot the device.